Event description:
Customer reports that during laparoscopically assisted vaginal hysterectomy procedure, needle broke, needle fragment was retained by patient. There are no reported adverse consequences to the patient related to this event.